Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient also experienced agitation and encephalopathy. The patient was given antipsychotic medication, and their symptoms are improving upon discharge from the hospital. It was stated that there is likely underlying cognitive decline from the patient's parkinson's.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient needed their ins replaced due to normal battery depletion, however their healthcare provider (hcp) indicated they wanted to perform a heart valve surgery before replacing the battery. Immediately after the heart valve surgery the patient experienced mental disorientation, hallucinations, and had not come back to a state of lucid consciousness. No further complications were reported as a result of this event.